Event description:
It was reported that the user experienced elevated blood glucose to 197 mg/dl after consuming a shake without performing a meal announcement, followed by a reported low to 65 mg/dl, and was educated to resume meal announcements and follow up with a healthcare provider. Oral glucose was used to address the low. The issue related to user operation rather than a device component malfunction. Symptoms included hyperglycemia and hypoglycemia without reported signs or symptoms. Outcomes included minor injury of hypoglycemia and no lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure, specifically missed meal announcements, with relevance to the user interface as the device component context. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.